Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-04642 for the leveen needle electrode, and manufacturer report # 3005099803-2012-04644 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation on (B)(6) 2012, that a leveen needle electrode and a radiofrequency generator were used during a radiofrequency ablation procedure performed approximately three years prior. According to the complainant, the physician utilized the leveen needle electrode to ablate a bone tumor; however, the exact anatomical location of the tumor is unknown. Following the procedure, the patient complained of burns on his/her legs. Reportedly, the generator is still working normally, as it has been used successfully since this procedure. Despite attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. It is important to note that per the intended use/indications for use section of the dfu the leveen needle electrode family is intended to be used in conjunction with the rf 3000 radiofrequency generator for the thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions. This system is not specifically indicated for radiofrequency ablation of bone.

Manufacturer narrative:
Exact procedure date is unknown, but was reported to be approximately three years prior to (B)(6) 2012. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.